Event description:
Event description guidant received information that this endocardial lead was replaced due to subclavian crush. The lead measured abnormal impedances of an unknown level. A fracture was not observed but cannot be ruled out.